Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged, resulting in a sensing anomaly. During the lead explant procedure, the right atrial (ra) and left ventricular (lv) leads also became dislodged. The rv, ra, and lv leads were successfully explanted and replaced. The patient remained stable.

Manufacturer narrative:
B5, h6.

Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged, resulting in a sensing anomaly and high capture threshold. During the lead explant procedure, the right atrial (ra) and left ventricular (lv) leads also became dislodged. The rv, ra, and lv leads were successfully explanted and replaced. The patient remained stable.

Manufacturer narrative:
The reported events of dislodgement and poor sensing were not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.